Event description:
It was reported by the patient that she underwent an obturator sling procedure on (B)(6) 2005. The patient stated she has had years of problems since the procedure. The patient experienced vaginal bleeding, blood in urine, and pain during intercourse, therefore, no intercourse. The patient was told by several physicians that the mesh was protruding which was causing the bleeding and that the device could be removed. The patient was prescribed estrace vaginal cream to be used two to three times a week. The patient has not had any revision surgeries.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01542. The same patient is represented in each medwatch. This medwatch report is in response to receipt of maude event report (B)(4).